Manufacturer narrative:
Batch review performed on 28 august 2025. Mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot. 2209213: (B)(4) items manufactured and released on 20-july-2022. Expiration date: 11-july-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot. 2501281: (B)(4) items manufactured and released on 11-03-2025. Expiration date: 19-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
About 1 month after the primary surgery, the patient came in due to signs of an infection, and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.